Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor migrated and eventually was fully removed from the patient's body due via patient movement. The patient was reported to be in stable condition.